Event description:
A renegade hi flo catheter was used for a therapeutic liver embolization procedure. It was originally reported that resistance occurred when the catheter was pulled from the dispenser coil and that another catheter was used instead. However, the engineering evaluation revealed that the unit returned was broken at thirty centimeters from the strain relief.